Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber flashed when it was plugged in. The physician believed this suggested the fiber was broken in the sheath. The physician was able to see light being omitted from the location of the break. The fiber was replaced and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber body between the control knob and the distal tip. Analysis also found there were no signs of usage of the fiber. It is probable that the fiber break occurred due to excessive manipulation/rough technique while advancing the fiber down the scope. According to the instructions for use, "do not bend the fiber at sharp angles. Damage may occur to the fiber." Based on review of analysis results, an overall conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device caused or contributed to the observed fiber break and reported event. Device history record (DHR) review: the device history record ((DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and the distal tip. There were no signs of debris adhesion on the metal cap and no signs of devitrification of the glass cap at the output window. The fiber showed zero signs of usage. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed the aiming beam appeared at the location of the break. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
Additional manufacturer narrative: date of event - the exact date of the event is unknown.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure the fiber flashed when it was plugged in. The physician believed this suggested the fiber was broken in the sheath. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith effort.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber flashed when it was plugged in. The physician believed this suggested the fiber was broken in the sheath. The physician was able to see light being omitted from the location of the break. The fiber was replaced and a second fiber was used to complete the procedure without any complications to the patient.